Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption and that a unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer will use manual daily injections for insulin delivery.